Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the hospital suspected a device malfunction of the lvad although there were no patient symptoms noted by the hospital at the time. A transesophageal echocardiogram (tee) performed by the hospital showed good positioning of the inflow conduit with no obvious inflow occlusion; however, back-bleed was observed from the outflow graft and the inflow conduit and as a result, the hospital made a decision to exchange the pump. The hospital reportedly did not suspect any device malfunction with the outflow graft and inflow conduit and therefore only the lvad was exchanged. The lvad was successfully exchanged and the patient remains ongoing on lvad support without any further issue. Upon device explant, a clot was reportedly observed along the shaft of the pump.